Manufacturer narrative:
The device involved in this event has not yet been returned for evaluation. Upon examination of the sample/completion of the investigation, a follow-up medwatch report will be submitted. (B)(4).

Event description:
Coiling treatment was conducted of an aneurysm. It was reported that the coil stretched. Upon retraction and manipulation of the coil and microcatheter, a previously deployed coil migrated from the aneurysm. The coil was tacked in pace with a stent successfully. The stretched coil is being reported in this report. (Reference 2032493-2015-00081, (B)(4) for second coil). No injury was reported with the pt as a result of the procedure.